Manufacturer narrative:
Date sent: 10/01/2009. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that after an unknown procedure, the staples would not hold. The staples were difficult to apply. The staple line is disunited the day after the intervention. The late healing required more post-op care and infection risk is more important. Device was discarded. Notified by contact that additional information is expected from the pharmacist and will be provided upon receipt. Supplemental report will be sent upon receipt of additional information.